Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2017-02280. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. Investigation summary: review of the submitted system controller and lvad log files confirmed the reported driveline communication fault alarms; however, the specific cause for the communication fault events could not be conclusively determined through this evaluation. Moreover, a direct correlation between the device and the reported right heart failure and subsequent patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Based on previous complaint experience, a driveline communication fault that is unable to be resolved with a controller and/or modular cable exchange has been linked to dendrite growth within the pump between the communication and ground lines. This allows for a disruption of the communication signal that is transmitted by the communication wire and results in a lack of communication with the lvad, rendering it impossible to adjust system settings. The center deemed the patient a very high risk candidate for a pump exchange. As an alternative procedure to evaporate the dendrite formation, a heartmate 3 dendrite-induced driveline comm fault repair was performed on (B)(6) 2017 per document (B)(4) under work order (B)(4). Following the procedure, the comm a fault reportedly cleared and the comm b fault returned, which was confirmed via the submitted log file data. With restoration of one communication line, the clinicians were able to increase the patient¿s pump speed via the system monitor. However, as of (B)(6) 2017, the patient continued to decline and was placed on temporary rvad support in addition to IV diuretics. The patient ultimately expired on (B)(6) due to right heart failure. An autopsy was not performed; therefore, (B)(4) was not explanted and is not available for investigation. Upon review of the submitted log file data, the driveline communication faults did not appear to have resulted in a functional issue. A CAPA was opened to further investigate driveline communication fault events and a corrective action has been implemented. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU provides information about the driveline communication fault and communication fault conditions in section 4 system monitor¿ (under ¿advisory alarms¿). Section 7 ¿alarms and troubleshooting¿ outlines all alarm conditions and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to volume overload and possible right heart failure. The patient complained of progressive worsening of heart failure symptoms for several weeks. The patient had a history of some noncompliance with diet restrictions and this was thought to be contributory to this event. During the course of hospital stay, the patient was treated with continuous intravenous diuretics and inotropes, however, there were no improvements seen. The patient was transferred to the intensive care unit on (B)(6) 2017, placement of hemodynamic monitors, dual-inotropic therapy and aggressive diuretic therapy was used however, the patient¿s condition did not improve. The clinicians were unable to adjust the pump speed due to a dual com fault. It was deemed that the patient was not a good candidate for pump exchange. An emergency use for an approval for a procedure for a heartmate 3 dendrite induced driveline communication fault repair was requested. The procedure was performed on (B)(6) 2017, a review of the log file confirmed that a com fault a was cleared and com b fault was present. The clinicians were able to adjust the pump speed to (5700 rpm) optimize lvad support. As of (B)(6) 2017, despite all aggressive intensive support measures and the ability to adjust the pump speed, the patient continued to decline. The patient was placed on temporary right ventricular assist device for additional support. Additional information was received indicating the patient expired on (B)(6) 2017. The cause of death was reported as right heart failure. The patient was possibly buried with the subject as the family deferred autopsy. Autopsy was not performed. No additional information was provided.